Event description:
Boston scientific received information that this patient was hospitalized due to pain as result of several shocks delivered. Interrogation of the device revealed several inappropriate shocks as well as noise on the right ventricular channel. A lead fracture was confirmed on the right ventricular lead as well as a decreased in pacing amplitudes. A revision took place and this lead was capped and abandoned. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.